Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-20640. The investigation will be documented under MFR report number 2518422-2023-20640. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device would not power on, nor charge the battery. The bme reported replacement of the power cord and the power supply did not resolve the issue. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba).